Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a partial lead was returned in two portions for analysis. A stylet insertion test could not be performed due to the damaged lead received. Electrical testing that could be measured did not find any conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-73270. It was reported that loss of capture was noted on the right atrial (ra) lead. An x-ray revealed an ra lead fracture. During the procedure, the physician could not advance the stylet in the ra and the right ventricular (rv) leads. The ra and rv leads were explanted and replaced. There were no adverse health consequences, the patient was in stable condition.